Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative:cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault and a lens opacity (asc) was observed. The lens remains implanted. The cause of the event was reported as a patient related factor and the device failed to perform as intended. Cause details provided: "age and low vault". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.